Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported an error referencing relief valve pressure out of range. There was no patient involvement. The manufacturer¿s field service engineer (fse) could not duplicate the issue. The manufacturer¿s field service engineer (fse) found the customer was using a small (o2 ) oxygen bottle on the ventilator which most likely was not able to source enough flow. The fse advised to use a large o2 bottle and issue was resolved.